Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in the emergency room with feelings of fatigue and complete heart block. Upon device interrogation, the patient's right ventricular lead exhibited complete loss of capture. The lead was capped and replaced on (B)(6) 2019. The patient's condition was stable and was noted to be recovering.